Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and sound quality issues, followed by loss of lock. The patient was seen by the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device wsa no longer functioning. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.